Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail 365 um single use laser fiber was used during a laser procedure for a kidney stone performed on (B)(6) 2016. Reportedly, the laser unit used was a starmedtec 50 watt laser and the flexi scope was an olympus v2. The laser settings used was 12hz and 1200mj. According to the complainant, during the procedure and inside the patient, a sharp deflection of the flexi scope was made to reach the stone situated in the lower pole of the kidney. While lasering the stone, the fiber body broke about 7cm from the tip and laser energy fired out causing damage to the scope. The broken part of the fiber fell inside the patient and was retrieved using a basket. The physician completed the case and the procedure was completed with another lighttrail 365 um single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.